Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped. It was further reported that the right ventricular (rv) lead exhibited pacing failure and dislodgement due to patient anatomy. The lead was revised and remains in use. It was also reported that the right atrial (ra) lead exhibited pacing failure, under-sensing and dislodgement due to patient anatomy. The lead was revised and remains in use. Reprogramming occurred. No further patient complications have been reported as a result of this event.